Event description:
It was reported that the ilet bionic pancreas issued an occlusion alert and insulin delivery was interrupted. The user's blood glucose was reported at 400 mg/dl, after which a dry run and complete supply change with a new supply restored delivery and glucose began to decline. Customer care provided assistance with troubleshooting and infusion set replacement. Investigation of this case revealed insulin occlusion that resolved after replacing supplies and confirming resumed delivery. No symptoms associated with hyperglycemia reported. Outcomes included transient elevated glucose without hospitalization or medical intervention beyond troubleshooting. It was concluded that the event was due to an infusion set occlusion that was corrected with supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.